Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph was provided by the facility for evaluation. Visual examination of the photograph noted that the green slide clamp was missing from the pump segment. Based on the evaluation of the photo the reported defect is confirmed. Incidents of this nature are attributed to operator oversight during the assembly of the pump segment. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the anti-free flow clip was missing. No patient involvement.